Event description:
The patient was implanted with left ventricular assist device (lvad). It was reported that patient had shortness of breath on (B)(6) 2018 with a high pulsatility index (pi) and low flow. Patient was untangling the batteries at the time of event. Patient is doing well at home. Manufacture's technical service reviewed the log file and reported alarm reading "no external power" when on mobile power unit (mpu). No further information was provided.

Manufacturer narrative:
Investigation summary: the no external power alarms were confirmed in the review of the submitted controller event log file. The system controller log file contained approximately 4 days of data, spanning from 12may20108 21:15:25 to 16may2018 09:57:38, per the timestamp. A power cable disconnect alarm and a low power hazard were captured on (B)(6) 2018 09:38:15 and 1 second later, the ebb in use became active. The rsoc levels dropped from the expected 12 volts to 0 in approximately 4 seconds, activating the no external power alarms. All alarms cleared on (B)(6) 2018 09:38:20. This series of events appeared to be consistent with a loss of ac power while the controller was connected to an mpu. The controller's backup battery powered the pump during the power cable disconnect and no external power events. No other atypical alarms were recorded in the remaining events and the pump operated at the set speed throughout the log file. Per the study coordinator, the serial number of the mpu is not available. No product available for investigation. The mpu serial was not provided. A review of the device history records to see if the mpu was manufactured with the v-lock ac connector was not conducted. The heartmate 3 patient handbook and the heartmate 3 instructions for use explain all alarms and the proper actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook explains how to use the mobile power unit. Connecting the power cord is also described in this section. The document referenced above warns the user to ¿avoid positioning the mobile power unit where access to the power cord plug into the wall socket is limited or where disconnection of the plug from the wall socket is difficult. If there is a power failure, transfer from the mobile power unit to another power source. The backup battery in the system controller will temporarily power the pump while you transfer to batteries. Do not rely on the controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop¿. The heartmate ii lvas instructions for use and the heartmate ii patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event.